Manufacturer narrative:
The device, which was used in a procedure, was returned for evaluation. The evaluation was performed by the supplier and could confirm the customer complaint for the hip distractor ball joint cannot hold the patient position. A visual inspection was performed and showed the ball joint is worn and there was too much lubricant on the ball joint. This failure is caused by wear from use. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. There were no indications that suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that during a hip arthroscopy the hip distractor ball joint cannot hold the patient position. The procedure was successfully completed without delay using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.